Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked. Customer successfully loaded one of the cartridges onto the pump and resumed insulin deliveries. Customer's blood glucose level was 128 mg/dl.